Manufacturer narrative:
Article citation: fauber, john. "Medtronic's infuse moves from operating room to courtroom." Medpage today. An everyday health property, 18 may 2014. Web. 19 may 2014. ¿http://www.medpagetoday.com/orthopedics/orthopedics/45827/¿. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs. At 18 months post-op, in 2009, the patient developed a renal carcinoma.